Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected for use. The catheter was attempted to be brought back into the sheath, but this was unsuccessful. A deployment issue was additionally noted. An alternate device was taken to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A guidewire was attempted to be inserted into the catheter, but it could not advance through the catheter due to resistance felt during the insertion attempt. Dissection of the catheter revealed guidewire lumen damage inside the distal inner hypotube, potentially caused by mechanical stress of pebax break and delamination with collapsed braid. Microscopic inspection identified some white spots on the break point of the pebax. The reported difficulty withdrawing and deploying the catheter events were confirmed via analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation procedure, a farawave catheter was selected for use. The catheter was attempted to be brought back into the sheath, but this was unsuccessful. A deployment issue was additionally noted. An alternate device was taken to complete the procedure. No patient complications were reported. The device was returned for analysis.